Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2014-03564 and 1627487-2014-03565. It was reported the pt's scs ipg was explanted. Add'l info provided by the pt's attorney, indicated the pt alleges the following issues: "the pt experienced a burning sensation at her scs ipg pocket site while charging; intermittent "shocking" in her legs, knees and feet; the ipg became inoperable." Add'l info is needed to clarify the nature of the pt's issue. Sjm was made aware of the issue on (B)(6) 2014, and the pt's scs system was not evaluated by an sjm rep to verify and/or troubleshoot any of the reported issues prior to explant. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.